Manufacturer narrative:
Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - recommended re-flash software. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer. E2: correction h3 other text : device was not returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 13.1064.1227. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 13.1064.1227. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 13.1064.1227. There was no patient involvement.